Event description:
The dental implant fx5010swc was removed on (B)(6) 2017, 11 months and 1 week after implantation due to failure to osseointegrate. The patient has no significant medical history and will require another implant.